Event description:
During laparoscopic left colectomy with anastomsis, the ethicon stapler misfired. The stapler was reloaded and misfired a 2nd time. Procedure was then converted to an open low anterior resection.